Manufacturer narrative:
Based on additional information. An event regarding fracture involving a triathlon 1/8¿ peg drill was reported. The event was confirmed. Method & results: -device evaluation and results: a material analysis indicated the device fractured from a mixed-mode overload through a bending load. -medical records received and evaluation: records were not provided for review. There is no indication the event is patient related. -device history review: the reported device was manufactured and accepted into final stock with no discrepancies. -complaint history review: there have been other events for the reported lot ID. Conclusions: the investigation concluded the device fractured in a mixed-mode overload through a bending type loading. No material or manufacturing defects were observed. No further investigation is required at this time.

Event description:
It was reported that the 1/8 stop drill broke during tka. The surgeon noticed it when the drill broke during the procedure.

Event description:
It was reported that the 1/8 stop drill broke during tka. The surgeon noticed it when the drill broke during the procedure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.